Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2021 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with friable leaflets. An ntw clip was successfully implanted, reducing the mr to a grade of 1-2. On (B)(6) 2022 a secondary mitraclip procedure was performed to treat mr grade 4 due to the previously implanted ntw clip becoming an slda. The physician suspects the slda was due to the patient's friable leaflets. An additional mitraclip was implanted to stabilize the slda clip. The procedure was successful, and the mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda appears to be due to challenging patient anatomy (friable leaflets). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.